Manufacturer narrative:
Add'l lot # 831432, add'l exp date 10/08, add'l MFR date 10/03. Teleflex medical is still in the process of evaluating the applier that was sent in with the reported issue. Once it is completed, we will provide a follow up report. DHR eval was performed on both lots and both applier lots did not have non-conformances or deviations for functional issues in the files.

Event description:
It was reported to teleflex medical that during a demonstration of the hem-o-lok l automatic applier, the clips would get stuck inside the applier. Applier was not used during a procedure, therefore, no complications with a pt reported.